Manufacturer narrative:
Revision planned following a pt fall for pt with a unicondylar knee implant. Cause of the fall is unrelated to the implanted device. The pt indicated that he fell two days after surgery while walking with a walker in dark room at his home late at night. He caught the walker leg on the edge of a table and fell over the front of the walker.

Event description:
Revision planned following a pt fall for patient with a unicondylar knee implant.